Manufacturer narrative:
Device analysis indicated device failure.

Event description:
Per the clinic, the patient experienced poor sound quality, performance decrement and an infection (site of infection not confirmed). Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025, and the patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.